Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a cardiac procedure and the system stopped imaging. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy. Review of the log file showed power on self-test failures of the flat detector controller. To resolve the problem a new case was open and on that case work order, fse replaced the flat detector controller successfully and return the part for further analysis and failure of this component may lead to flashlight initialization failure. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.